Manufacturer narrative:
(B)(4). The product was requested for evaluation, but has not been received. A supplemental medwatch will be submitted when further information becomes available.

Event description:
Patient was on vv support via access 27fr cannula pre/post transplant. Pump settings were 2.5l @ 2800 rpm. (-30 mmhg venous, 1xx mmhg arterial) after a few hours post transplant the settings were 1.6l @ 2800 rpm. (Lower than -30 mmhg venous, 1xx mmhg arterial), no other circuit issues observed (no clots seen in tubing or oxygenator). Because of performance, a decision was made to change out the circuit. Upon changeout to a new circuit, pump settings retuned 2.5l @ 2800 rpm. Lot number is unknown at this time. Performance parameters which were not according to the specifications, beside the flow - one described, the concern was hemolysis on the part of the clinician, hence the change. (B)(4).

Manufacturer narrative:
The product was not available for manufacturer's laboratory investigation. A review for similar complaints of hls set's was performed; no similar complaint with a product investigation was found. Based on this a confirmation of the failure is not possible. Several attempts were performed to obtain the UDI / serial / lot number of the product as well as more information on the products exact identity from the customer. Those attempts were not successful. Based on this it was also not possible to perform the DHR review. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).